Event description:
It was reported that this pacemaker declared two signal artifact monitor (sam) episodes and disabled the minute ventilation (mv) sensor due to oversensing noise on the non-boston scientific right ventricular (rv) lead. The impedances were also out-of-range (oor), measuring greater than 3000 ohms. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.